Manufacturer narrative:
The eval and repair of this unit is expected, but has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 540 ventilator generated a "battery fault" message and stopped cycling. The pt was transferred to another ventilator. There was no reported pt injury.